Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar placement procedure performed on may 26, 2022. The procedure was performed under local anesthesia. Prior to the procedure, the air was not fully released from the syringes. During the procedure, the air impacted visualization of the prostate. The gel was injected high, near the seminal vesicles. The gel protected the right side of the base leading into the midgland. The prostate-specific membrane antigen (psma) positron emitted tomography (pet) scan showed the patient's lesion was bright. The patient will be put on 6 months of antigen deprivation therapy (adt) to try to shrink the prostate. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.